Manufacturer narrative:
A (510 k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging a meter casing issue on their one touch ultra mini meter. The patient mentioned that due to the casing being damaged on the side of the meter, they were unable to test their blood glucose. Approximately (B)(6) after the alleged issue began, the patient began to develop symptoms, which consisted of feeling shaky and sweaty. The patient ate more food/ drink and did not seek any further medical attention or contact their physician for assistance. This is not the first time the product was being used and based on the initial call there was no misuse of the product. The patient had discarded the meter and supplies; therefore the (B)(4) was unable to obtain the serial number of the meter. The product was replaced. At this time the complaint is being reported since the patient alleged that due to the cracked/broken meter casing issue, they were unable to test their blood glucose and later developed symptoms suggestive of a serious injury.